Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2316-70, serial #: (B)(4), description: infinion70 cm lead kit.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were replaced due to lead fracture.

Manufacturer narrative:
Sc-2316-70 (sn: (B)(4)) device evaluation indicated that visual inspection of the lead found that the lead distal end is fractured between the contacts #13 and 14. Electrodes 15, 16 and the lead body proximal end of the lead were not returned. Cables are exposed at the fractured section of the lead. This type of damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were replaced due to lead fracture.

Manufacturer narrative:
Additional information was received that proximal lead and one electrode were removed from patients body. The other one electrode was left in the soft tissue of the body due to unable to retrieve.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were replaced due to lead fracture.